Event description:
While preparing pt for transport to or for surgery, pt was removed from ventilator and attached to ambu bag. Pt was being ventilated manually, however, ventilation was difficult. Pt became bradycardic and declining status was being assessed. Immediate assistance was requested. Respiratory therapist responded and found that the exhalation valve on the ambu bag was stuck shut, possibly due to dried mucous secretions. A spare device was readily available and substituted. Pt was given intercardiac epinephrine injections but this failed to reinstate any spontaneous cardiac activity. Pt expired.